Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: h6-device code changed to 4060. The lot # 3000462059 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that at the beginning of vein harvest, vasoview hemopro 2 had a defective balloon on the introducer, therefore they were not able to use it. After the initial incision was made and the tunnel was created, the balloon port was placed in the incision. The balloon would not deflate, therefore, it was not able to be used. A new kit had to be opened. No procedural delay. No portion left behind in pt. The case was finished with another device. No pt harmed.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.